Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that while doing the PICC line insertion procedure they found that there was difficulty in tearing off/break of the sheet during procedure and hence had to pull the sheet out and manually adjusted the PICC and completed the procedure. No patient impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The customer reported two events but there was no differentiating info in the MDR description of the event. This supplemental report is to correct the quantity of this event from one to two. The complaint of an improper ptfe sheath peel is confirmed; however, the exact cause is unknown. One photograph of a 4.5fr microez microintroducer was returned for evaluation. An initial visual observation of the photograph showed a partially peeled microintroducer sheath. On one side of the t-handle, extra material was observed around the groshong catheter. The extra material appears to have made it difficult to fully remove the ptfe sheath from the catheter. The details of the extra material could not be discerned from the returned photo. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.